Event description:
This procedure was part of our definitive le study: a covered perforation occurred during the procedure. The subject complained 1 day after the re-intervention of pain in the treated and re-treated limb. A covered stent was deployed with heparin. The symptoms resolved after the covered stent was deployed.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event.